Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a radical prostatectomy procedure, the stapler fired but only half of the proximal staples formed. The surgeon had to over sew the area that the staples did not form. Pt is stable.